Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that they noticed that the pump is vibrating while in their hand, as if it has a "pulse." The patient stated that when they rebooted the pump, the words animas appeared on the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/25/2017 with the following findings: during investigation, the battery compartment was undamaged and a battery cap was not returned with the pump. A test battery cap was able to fit securely. The pump powered up with auditory and vibratory alarms to a blank display. The pump cover was removed to find moisture corrosion on the printed circuit board. The reported vibration with pulse complaint was unable to be duplicated.